Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The root cause of this failure is attributed to a component failure. Additional observations were found during failure analysis but were not reported by the site. The instrument was found to have damage of the conductor wire¿s insulation. Electrical continuity was performed and passed. No thermal damage was observed. The root cause of this failure is attributed to a component failure. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.097¿ - 0.161¿ in length and were not aligned with the tube axis. The root cause of this failure is attributed to the mishandling. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps (470205-17/n13200206 0128) was performed. The instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 9th use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had damaged conductor wire insulation, which could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the failure mode identified through failure analysis could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the wire on the fenestrated bipolar forceps was identified as broken. There was no report of fragments falling inside the patient. The procedure was completed with the same instrument, and there was no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information related to the event, including patient's pre-existing medical conditions and relevant tests/laboratory data specific to the incident. However, the customer could not provide the requested information.